Event description:
Plaintiff was employed as a nurse's aide who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: hand and body sores, hand dermatits, hives, swelling, wheezing, runny eyes and nose, shortness of breath, faintness and asthma-like symptoms. Plaintiff alleges devloping a latex allergy.